Event description:
The customer reported via phone call that she was going to do the bolus wizard but the pump keeps cycling and won't stop. Customer's blood glucose was 94 mg/dl. Customer was unable to use any other function keys. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The pump had unresponsive up and down button response due to corroded keypad traces. No unexpected numbers ramping/scrolling during testing was noted. The pump had minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip, a cracked case at the reservoir tube window corner, and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.